Manufacturer narrative:
The device was not received. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal end of the pipeline would not open when attempting to deploy, even after 2 attempts were made. As a result the device was replaced which opened fine. The patient was undergoing surgery for treatment of an unruptured, fusiform cavernous ica with a max diameter of 1.2cm and no neck due to fusiform. It was noted that the vessel tortuosity was moderate. Dual antiplatelet treatment was administered which showed a pru level of 100. Post procedure angiographic results were very good. The devices were prepared per the IFU. The pipeline was not placed in a bend, less than 50% of the device had been deployed when it failed to open.

Manufacturer narrative:
H3: when compared to the drawings the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex braid were fully opened and slightly frayed. No bend was observed on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, proximal bumper or with the catheter. No other anomalies were observed. Based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the distal end. The distal and proximal ends of the pipeline flex braid appeared to be fully opened and slightly frayed. However, the cause for damage could not be determined. It's is likely that the patient tortuous anatomy may have contributed to the failure to open. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.